Manufacturer narrative:
(B)(4). Patient information was requested; none was available.

Event description:
The customer reported the device alarmed and displayed "blower temperature high." There was no patient harm.

Manufacturer narrative:
Device evaluation correction: the manufacturer's technical support technician provided the facility biomedical engineer with the part number for the air inlet filter and referred the customer to the device operator's manual for care and maintenance related to the air inlet filter.